Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported rupture diagnosed by ultrasound and MRI as well as a "lump" which was discovered to be silicone from the rupture. The device has been explanted and replaced. This record relates to the left side.

Event description:
Patient additionally reported, against left device. "Scared, this could happen again. Stressful".

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Patient reported rupture diagnosed by ultrasound and MRI as well as a "lump" which was discovered to be silicone from the rupture. The device has been explanted and replaced. This record relates to the left side.